Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported the fms would not work and the machine turned off before surgery. The fms was replaced with a new one of a different lot number and the system worked.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The system was manufactured on february 28, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The lot complaint history was reviewed. This is the first complaint for the finish goods lot and first for this issue for this lot. The device history record (DHR) shows the product was released per specifications. The cassette associated with this event was not returned. Ten unopened samples were returned. Two samples were selected from the ten samples. Each fms was tested on a calibrated console and could prime and tune with the ultrasonic handpiece successfully. The irrigation and aspiration flow rates were measured and found to be within specifications. Fluid flowed from the balanced salt solution (bss) bottle to the irrigation and aspiration manifolds and continuously to the cassette housing. No anomalies were observed during laboratory testing that would have contributed to the reported event. The root cause of the customer's complaint could not be established as the returned fms cassette was evaluated and met specifications. The manufacturer internal reference number is: (B)(4).